Event description:
The patient was undergoing an embolization procedure using ruby coil's. During the procedure, the physician attempted to deploy the coils through a renegade hi flo catheter; however, the "soft" coils would not come out of the catheter. After multiple attempts, the physician used "standard" coils to successfully complete the procedure. There was no reported adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00224 and 00225. Device was disposed of by the hospital.